Event description:
Through journal article "our experience in diagnosing and treating breast implant-associated anaplastic large cell lymphoma (bia-alcl)", patient experienced left side swelling and hardening. Ultrasound and mammogram exams demonstrated "an intact implant and abundant extra-capsular fluid. The fluid was aspirated under an ultrasound and sent for cytology analysis and markers, which indicated the presence of anaplastic cells, positive to cd30, cd3, and negative to alk, compatible with the diagnosis of bia-alcl." A left breast en-block capsulectomy was performed with the diagnosis of bia-alcl. Device has been explanted.

Manufacturer narrative:
Article citation: shoham g, haran o, singolda r, madah e, magen a, golan o, menes t, arad e, barnea y. Our experience in diagnosing and treating breast implant-associated anaplastic large cell lymphoma (bia-alcl). J clin med. 2024 jan 9;13(2):366. Doi: 10.3390/jcm13020366. Pmid: 38256500; pmcid: pmc10816524. Continued e.1. Facility name: (B)(6) medical center. Continued e.1. Phone number: (B)(6). Continued e.1. Fax number: (B)(6). The events of "seroma-late" and "lymphoma-alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "abundant extra-capsular fluid"; bia-alcl.